Event description:
The customer reported to olympus, the hd autoclavable camera head had no picture. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the device had no image due to faulty cable, intermittent and disturbed image was noted due to cuts on the cable unit. In addition, error message e311 was displayed due to malfunction of image functionality. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Updated fields: h4, h6 and h10 correction to g2: healthcare professional was incorrectly selected. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the image interruption was caused by a faulty cable. Probable cause of the faulty cable was attributed to customer handling. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.¿ olympus will continue to monitor field performance for this device.